Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device via 8fr sheath after a chemotherapy embolism procedure. Reportedly, the thumb advancer was difficult to be advanced to split the sheath and deploy the clip. The clip of the starclose se device was deployed and achieved hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.